Event description:
It was reported that an asymptomatic patient presented in lab for a catheterization. Upon review, fluoroscopy revealed there was a possibility that an additional piece of hardware such as a guidewire had remained implanted with the left ventricular lead. No intervention was performed. The patient was stable and will continue to be monitored.